Event description:
A non-healthcare professional reported a casting defect (burr/bulge) on the stilet knife of the trocar during vitrectomy surgery. The surgery was completed after replacing the trocar with another one. There was patient contact with the suspect product, but no impact on the patient. Additional information was requested but non-received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).